Event description:
I was reported that this event occurred in the ICU department. "During first use, flush wa noted to be leaking from the one of the extension lines where it joins the hub. Two lumens flushed with no leak. It was not noted which lumen leaked. Patient was sent back to medical imagining and had a bard PICC re-wired so therapy could be continued". The leak was found some hours after the insertion of the catheter . There were no patient complications, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the us. Sample will not be returned for evaluation.